Event description:
Pt's spouse reported pt's death. Spouse believes that the cause of death was a heart attack. Customer was wearing the pump time of death. The pump was alarming when spouse called. Assisted with clearing the no delivery alarm. Also assistend spouse with moving the driver block to the beginning of travel to ensure that the alarm doesn't persist. Advised spouse to call help-line back so that the serial number can be verified and the battery's removed to ensure that no further alarms disturb spouse.